Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced life-threating hyperglycemia, nausea and vomiting. The cgm was reading 230 mg/dl and the blood glucose reading was 560 mg/dl. The patient was taken to the hospital and admitted to the intensive ward (ICU) for 2 days and 3 days normal ward. At the hospital the patient was treated with insulin, nacl, kcl, fluid supply, vomex. At the time of the report the patient was recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. An external visual inspection was performed and passed. Pairing test was performed and failed. Performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product. No additional patient or event information is available.